Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2011-02629. It was reported that during a cryoplasty treatment procedure the catheter stuck on the wire and detached in the sheath. The lesion being treated was in the left brachial artery. The polar cath was inserted over the .014 journey guidewire and inflated once, and then the balloon was taken out of the body. It was still on the guidewire before it was re-inserted into the body for the second inflation. With an non-bsc introducer still in place an image was taken of the lesion zone. Upon removal after the second inflation the balloon got stuck on the wire. The physician pulled on the catheter and it broke in the non bsc sheath. Removed the sheath, catheter and wire. Placed a new sheath and they went back in with a different type balloon and completed successfully. No patient complications and the patient status was fine.

Manufacturer narrative:
Device evaluated by MFR: the journey guide wire was received sticking out the introducer of the polarcath catheter and 7.5cm out the distal end of the polarcath catheter. Magnified inspection revealed no damage or anomalies to the guide wire. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2011-02629. It was reported that during a cryoplasty treatment procedure the catheter stuck on the wire and detached in the sheath. The lesion being treated was in the left brachial artery. The polar cath was inserted over the .014 journey guidewire and inflated once, and then the balloon was taken out of the body. It was still on the guidewire before it was re-inserted into the body for the second inflation. With an non-bsc introducer still in place an image was taken of the lesion zone. Upon removal after the second inflation the balloon got stuck on the wire. The physician pulled on the catheter and it broke in the non bsc sheath. Removed the sheath, catheter and wire. Placed a new sheath and they went back in with a different type balloon and completed successfully. No patient complications and the patient status was fine.